Manufacturer narrative:
This follow-up report is being filed to relay additional and corrected information. Hospital discarded as biohazard.

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2015. Subsequently, a revision procedure was performed on (B)(6) 2015 due fracture of the ceramic head. The acetabular liner and ceramic head were removed and replaced.

Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, mal-alignment, trauma, non-union, and/or excessive weight."

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2015. Subsequently, a revision procedure was performed on (B)(6) 2015 due to the ceramic head fracturing. The acetabular liner and femoral head were removed and replaced. No further information has been provided.